Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was reported by the hospital to have been discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification tissue valves, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Based on the information received the cause of the event is indeterminable; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25 mm mitral pericardial valve, implanted three (3) years, eight (8) months, was explanted due to mitral stenosis secondary to pannus formation and calcification. It was reported that this valve was originally implanted emergently to correct the patient¿s native mitral regurgitation caused by infective endocarditis. At implant, vegetation at a3 and p3 was infiltrating to the papillary muscle. The patient¿s a1, a2, p1 and p2 were spared at implant. This device was explanted and replaced with a 25 mm mitral pericardial valve with no adverse patient effects reported as a result of the valve replacement. At explant, pannus was encroaching to the whole area of leaflets, however, pannus itself was soft and leaflets still had mobility. Leaflets seemed to be thickened and calcified.